Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Review of the submitted log files revealed the device operating as expected at the fixed speed. No notable alarms were captured. Multiple attempts for additional information were sent to the customer; however, no information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No additional events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was in the outpatient procedural area for transesophageal echocardiography (tee)/cardioversion for atrial fibrillation (afib). The patient reported getting shocked by implantable cardioverter-defibrillator (ICD) 4 times at approximately 6:30am. ICD interrogation showed no therapies delivered. No alarms were noted on vad. The patient spontaneously converted to normal sinus rhythm (nsr) around 6:38am. Patient vital signs were stable. The patient was awake, alert and oriented, and the plan was to discharge to home. Log file review noted 2 low flow flags back on (B)(6) 2023 which did not persist long enough to trigger a low flow alarm. These resolved within a few seconds. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
A4 patient weight requested, information not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.